Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2008, 4524-53 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to the superior vena cava (svc) portion of the right ventricular (rv) lead exhibiting high and erratic impedance measurements. The svc coil was programmed off and remains implanted. No patient complications have been reported as a result of this event.